Event description:
Received readings of 390 mg/dl and 250 mg/dl about 2 hours apart, before taking patient to the ER. A lab test was performed and compared to a freestyle test and a hospital handheld monitor. The lab result was 98 mg/dl; the freestyle result was 153 mg/dl. The customer was not treated at all and sent home.